Manufacturer narrative:
Batch and complaint records indicated no such problems with this order. The retain sample tracheal and bronchial cuffs were inflated and immersed in alcohol and water- no leakage was detected. Cause: the bronchial and tracheal cuffs of the returned units were inflated and immersed in alcohol and water - leakage was detected from both tracheal cuffs. Closer examination revealed a 15-16mm v shaped slit on the body of the tracheal cuff parrallel to the main tube body on one returned sample and a 12-14mm v shaped slit on the body of the tracheal cuff parrellel to the main tube body on the other returned sample microscopic examination revealed that the slits were caused by a "tearing" action. The single wall thickness of the tracheal cuffs was measured away from the damaged area and was found to be within blueprint specifications. Summary of analysis: quality: the returned units did not cause injury to the pt. Confirmed: the reported problem was detected on examination of the returned unit. Non - justified: there is no evidence to suggest that the reported problem occurred in house. All cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process. The visual appearance of the tube was different as to when co released the product from the plant and co can deduce that the product was used prior to return to the plant.

Event description:
The customers complained that during testing pre-use in the or the tracheal cuff could not be inflated. They claim the product was not used. On visual inspection it appears that both products have been used, as there seems to be signs of staining on the cuff and body of both samples returned.